Event description:
On call service notified spontaneously by pt that current ms3 pump for sq remodulin, sn (B)(4) due 06/15/2019, keeps alarming for blockage alarmed this morning. No kinks in tubing, able to restart. Now it went off for 2nd time today for blockage and there is no blockage. Pt using backup pump. No adverse effect as result of malfunction. Courier shipping replacement, pt to return defective pump. Is the actual device is available to be returned for investigation? Yes; did we replace device? Yes. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by pt/caregiver. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.